Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, experienced a network outage affecting all devices. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the experienced a network outage affecting all devices. A technical support specialist (tss) investigated intermittent login failures, caused by sql query timeouts from the application to the database server. The issue was linked to latency during that time window, unrelated to the scheduled re-index task. To mitigate the problem, ids was temporarily disabled during the affected period. Further investigation revealed a replication issue with the secondary sql replica and large database log files, which were cleared. A registry misconfiguration was also identified and resolved by the hospital information technology (hit) team. A product support engineer (pse) found that long-running select queries were blocking the re-index task, causing cascading delays. After rescheduling the re-index and blocking the conflicting queries, the issue was resolved. The task was returned to its original time with a blackout period in place, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, experienced a network outage affecting all devices. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.